Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre sensor. A customer reported that on (B)(6) 2021, sensor scans of 284 mg/dl, 281 mg/dl, and 105 mg/dl were received when compared to the built-in meter result 219 mg/dl, 218 mg/dl, and 68 mg/dl. The customer experienced a symptom of headache and was incapable of self-treating, therefore, required third-party treatment of oral glucose from a non-hcp. No additional treatment was reported. The sensor scan of 105 mg/dl compared to the built-in meter result of 68 mg/dl, when the results plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.